Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for a low out of range shock impedance measurement less than 20 ohms on the right ventricular (rv) lead upon delivering a device shock. The shock therapy was noted to be appropriate. There was also noise and oversensing observed on the rv lead following the shock. The rv pace impedance was also indicated to have gradually risen from the 700 ohm range to the 1200 ohm range starting approximately seven months ago and the rv pacing threshold was noted to have steadily increased in the past year, reaching a high of 3.5 volts at 1.0 milliseconds. As a result, two days later the device was explanted, the rv lead was surgically abandoned and both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse would have prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for a low out of range shock impedance measurement less than 20 ohms on the right ventricular (rv) lead upon delivering a device shock. The shock therapy was noted to be appropriate. There was also noise and oversensing observed on the rv lead following the shock. The rv pace impedance was also indicated to have gradually risen from the 700 ohm range to the 1200 ohm range starting approximately seven months ago and the rv pacing threshold was noted to have steadily increased in the past year, reaching a high of 3.5 volts at 1.0 milliseconds. As a result, two days later the device was explanted, the rv lead was surgically abandoned and both products were replaced. No additional adverse patient effects were reported.